Event description:
The omnipod 5 auto feature does not work accurately as described. I've continuously had issues with my pump not giving me insulin from anywhere from 1-4 hours and giving me no notification of such. This causes blood sugars to rise to dangerous levels. The automated mode will sometimes give insulin when it can't read glucose numbers and then other times when it can read glucose numbers, and you're at number it should be giving a dose at, it doesn't. Today for example, I am supposed to get insulin the moment I rise above 140. It read higher than that and gave me nothing. It let me rise all the way to 200 and still won't give me anything, as I continued to steadily rise. There is a major flaw in the omnipod automated system and I have reported this to them over a month ago and I have heard nothing and they have done nothing. This could be life threatening for some people being without insulin for hours on end with no notice that you've been without it until your sugars are at an astronomical level. I have screenshots, I have all my reports, I have all the data to prove this is an ongoing issue. Someone needs to investigate this. This is literally peoples lives they are playing with. They also cannot claim that the auto mode and omnipod 5 is safe for pregnant woman when the auto mode doesn't even allow you to set it in a range that you need to be in as a pregnant diabetic. The fact that they got all this clearance and no one has investigated or batted an eye is insane. I will happily provide all data and proof to you to investigate this further.